Event description:
It was reported that there was an error code. There was no report of a patient injury.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. Visual inspection and functional tests were performed. The customer reported problem was not related to any previous repair. Visual inspection of the device found it missing a sticker seal. There was evidence of the error found in the event history log. The customer reported problem was verified as the pump displayed an error code at start up. The investigation found that a defective back-up-capacitor was the cause of the reported problem and for corrective action the back-up-capacitor was replaced. The root cause of the reported problem was unknown. Product is beyond 18 years from manufacture date of 2004-04 and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. A service history review identified this device has not been in for service previously., corrected data: correction: d4: model number: 6500.